Event description:
Reportedly, the device was explanted due to endocarditis. Per the cer, 6900p27mm was implanted to correct mitral regurgitation in 2009. Patient also had angina pectoris and tricuspid regurgitation. Tap and CABG were also conducted and cosgrove ring was implanted at tricuspid position on the same day. In the same month, patient seemed to be doing well. The following month, patient was suspected to have an infection. In 2009, 6900p27mm was explanted due to pve and mitral regurgitation. Mosaic 25mm valve was implanted as a replacement. Customer commented that valve annulus needs to be rebuilt. Report only.

Event description:
Summary of investigation results received from baxter (B)(4): through microscopic examination, the particle was identified as hair. According to the (B)(6) facility, the root cause for the presence of the hair could not be determined as the luer had been removed from the syringe. Therefore, no corrective actions were necessary. Based on the investigative evidence and review of batch records, baxter (B)(4) concluded that the product lot was released without any issues during production that could lead to the reported complaint. No evidence of hair in syringes packaged in the product kits was found during the investigation. Twelve retention samples were visually inspected for defects; all twelve samples were found to be intact and free from hair or other visible defects.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned due to infection. Device history record review has been started. This was determined reportable per edwards lifesciences procedures. No customer letter was requested.